Event description:
It was reported that the patient underwent a l2-l3 transforaminal lumbar interbody fusion via a posterolateral approach and using rhbmp-2/acs and a peek cage. Following the procedure, the patient continued to suffer from severe back pain, swelling and nerve pain. In (B)(6) 2009, the patient underwent a second surgery. During this procedure, the patient underwent an additional fusion and was also diagnosed with excessive bone growth as a result of the 2008 surgery. During the procedure, the excessive bone was removed. The patient reportedly continues to suffer severe pain and swelling, neural impingement, additional weakness in his back and has been unable to return to work. Reportedly, the patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. Reportedly the patient suffered injuries and damages, including but not limited to, corrective surgery, chronic pain, neural impingement.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: l2-3 herniated disc and stenosis. Patient underwent the following procedures: left l2-3 gill laminectomy. L2-3 posterior lumbar interbody fusion. L2-3 posterolateral fusion. Placement of interbody fusion cage. L2-3 posterior non segmental instrumentation. Intra operative fluoroscopy. As per-op notes: at l2, inter space was incised with knife and then the paddle distractor was placed. Disc was removed. A 8x26 trial spacer was placed and it tore the dura. Dura was closed; a 10x26mm cage was placed. Cage was filled with bone graft and bmp. The bmp and graft were placed in cage as well and this was tamped into place. The graft was placed a bit anteriorly on purpose to create lumbar lordosis. Rods were placed and bmp and remaining bone graft was placed for posterolateral fusion after decorticating transverse processes and lateral facets. On (B)(6) 2009: patient underwent the following procedures: removal of l2-3 posterior instrumentation with exploration of fusion, l2-3 and l3-4 laminectomy and foraminotomies, and l3-4 non instrumented posterolateral arthrodesis. Final diagnosis: l2-3 and l3-4 lateral recess stenosis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.